Event description:
On may 24, 1993 a patient came into our office to report that approximately 24 hours after receiving an MRI brain scan, on may 17, 1993, experienced a dark discoloration aroung the genital area. This patient stated both verbally and in writing, at the time of examination, that he did not have any implanted devices of any kind, and no metal in his body. We checked with his referring physician. We found out that he had plastic surgery for construction of a penile prosthesis done many years earlier. By the time this patient was seen by a urologist he was experiencing discoloration and some blistering of the site in question. The referring physician also described what appeared to be a small eschar at or near the tip of the prosthesis.an x-ray taken by the urologist in his office demonstrated that the prosthesis, which consists primarily of muscle, fat and skin, also contained wire of some metal. This was described as being approximately an eighth of an inch in diameter and a few centimeters longdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-93. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: computer hardware performance tests conducted, computer software performance tests conducted, performance tests performed. Results of evaluation: none or unknown, inherent risk of procedure. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. The device was not destroyed/disposed of.